Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has blank display. Customer's blood glucose level was unknown. Customer stated that the display was not blank less than 30 seconds. Customer reported that the insulin pump display was blank currently. Customer reported the after receiving new battery cap display was blank. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.